Manufacturer narrative:
The iabp unit was returned to getinge's national repair center (nrc) where p/n: 0441-00-0195 was replaced to mitigate the damage to the chassis caused by the customer. Subsequently, the iabp unit was reassembled and returned to getinge sales and service unit (ssu). The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ac power cord would not retract into the cart. The customer tried to diagnose the issue by removing the lower side panel of the cart but did not release the screws first and the rivets that hold the panel in place were broken. There was no patient involvement.